Event description:
The patient contacted dexcom technical support on (B)(6) 2013 that on the date of report, the sensor was removed the sensor wire was not visible. No medical intervention was required. At the time of the call to dexcom technical support, the patient's mother reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.